Event description:
It was reported that the neptune docking station was not functioning properly, which prevented waste collection devices from being emptied. As a result, scheduled procedures were cancelled due to collection devices not being available to use. No patient injuries were reported and no other adverse consequences were alleged with this event. Attempts to obtain add'l info from the user facility were unsuccessful.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. The tech arrived at the facility on the same day the issue was reported and discovered that the couplers were not engaging, due to a faulty pneumatic pump assembly. The assembly was replaced and the docking station was returned to use.